Manufacturer narrative:
Additional narrative: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tapered drill broke during surgery. The surgeon was performing a trochanteric fixation nail procedure to repair a hip fracture, while drilling with the helical blade; the drill broke at the tip. The broken tip of the drill was not retrieved and it remained in the patient. There was a 15 minute delay in surgery. Surgery was successfully completed without the use of a drill. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Lot number u117131 is not a valid lot number for part number 357.407. A DHR is available for part number 357.403 of this lot. DHR 357.403 lot u117131 release to warehouse date: 3/22/2010. Orchid unique manufactured the 6mm/10mm stepped drill bit/cannulated/large qc/435mm, p/n 357.403, and lot number u117131 for po 1115846. The supplier¿s certificate of compliance (dated 3/15/2010) indicates the parts were manufactured to p/n 357.403, revision ¿d¿ and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number 310in133, revision ¿c¿ (completed 3/16/2010). No ncrs were generated for this lot. P/n 357.403 is made from drawing, 357.403, revision ¿d¿, released on july 28, 2006. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the 357.403, lot u117131 6.0mm/10.0mm stepped cannulated drill bit was received intact. The device shows mild wear along the working length of the device consistent with four years of use. The 6.0mm/10.0mm stepped cannulated drill bit (part 357.403) was returned and reported to have broken its tip intra-operatively. This condition is confirmed; the end of the device has a ragged fracture surface where the tip was torn off. The device likely collided with the guide wire during the insertion of the drill bit over the guide wire initiating the break. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that the drill bit collided with the guide wire which led to this confirmed complaint, however this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 1 for (B)(4).